Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumers husband alleges that consumer was backing up on a train and hit forward on the joystick by mistake. Chair allegedly took off causing consumer to allegedly hit her leg on a knob on a train seat.

Manufacturer narrative:
A field service technician evaluated and repaired the device. The controller was replaced and the unit is working properly.

Event description:
Consumers husband alleges that consumer was backing up on a train and hit forward on the joystick by mistake. Chair allegedly took off causing consumer to allegedly hit her leg on a knob on a train seat.